Event description:
The bag leaked during use, after which a replacement product was not available, and therefore the patient did not receive the complete prescribed therapy, or therefore was considered a partially administered dose. There was no adverse outcome/event associated with the reported problem.